Event description:
The plastic hub of a spinal kit introducer needle separated from the metallic needle leaving it in the pt's back after the (usual and customary) simultaneous withdrawal of the #24 gauge) spinal needle and the (usually intact) introducer. The needle was not visable upon the withdrawal. It was retrieved without permanent damage to the pt later.